Event description:
We use a ge centricity pacs. One of the radiology groups that reads for the hospital has asked that the filters that identify "unread" studies be created with the logic that removes cases that are being viewed (a.k.a. "Locked") from the unread list - they don't want to open the cases to see that another user is viewing the study.recently, studies were found to be locked that were not being displayed - as locked, there was a delay in the interpretation as the studies were not on an unread worklist.it is unknown whether the issue is caused by a bug in the software. The same version of the client was re-installed and the problem has not continued.